Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 492 mg/dl. A correction bolus and insulin injection were used to address the bg level. The contact did not know the cause of the high bg. The customer did have severe allergies and was allergic to the preservative in the insulin and was thought to be a possible cause of the high bg. The contact declined tandem technical support's offer to troubleshoot. Reportedly, the infusion set site was changed and insulin delivery was resumed.